Manufacturer narrative:
The distributor reported the AED is displaying a service code warning for 'battery voltage (mv)', the cause may be cycles of incomplete self-tests due to depleting battery. The battery has an expiration date in march 2026. The maintenance schedule is not reported. Review of the log history file revealed the following: the unit entered service in (B)(6) 2017. In (B)(6) 2021, the device was displaying battery pack data warning; four days later a new battery pack was installed. In (B)(6) 2022, the AED displayed replace pad warning and it continued until (B)(6) when battery low warning was displayed. By the beginning of (B)(6) the battery was fully depleted. A new battery was installed in (B)(6) 2024, the pads connected and the service code warning were cleared with a manual self-test. The distrbutor was advised to remove the depleted battery from service to depletion; it will not be returned it to the manufacturer for further analysis. The customer's failure to promptly address red asi warnings reduced battery life expectancy. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.